Event description:
It was reported by svc report that the pt foot left side handrail was broken presenting sharp edges and it could not be latched up. No pt involvement or adverse consequences are reported.